Event description:
A customer reported to baxter (B)(4) a cyto luer set in which, after insertion of the cyto luer in the viaflo bag medication port, it was not possible to connect the blue end of the cyto luer any further. The alleged defect occurred before use. Therefore, there were no reports of patient invovlement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported 20 occurrences and returned one actual and one companion sample of these occurrences. A visual inspection was performed on the returned samples, and revealed that the blue plug was smashed forward. Therefore, the reported condition was confirmed in both of the returned samples. The assignable root cause could not be determined. This issue is being investigated through CAPA. A batch review was performed on the reported lot with no deviations found. This is a product not distributed in the us and does not have a 510k number.